Manufacturer narrative:
(B)(4). The cause for the reported condition (se2240) was determined to be a use error. Not placing solution bags on a flat, stable surface is a use error that may cause a disconnection, resulting in a se2240. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnect or leak. It also provides step-by-step instructions for connecting the solution bags. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Approximate date of event is sometime in late 2013. An alarm indicative of a potential malfunction of the disposable cassette was identified. Should additional relevant information become available, a supplemental report will be submitted. Same patient as (B)(4).

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device immediately after fill 3 of 4, while the hp was connected. The hp stated that the tubing hose had disconnected from the butterfly clamp on the empty, hanging bag, and the hc device was sucking in air. The hp then clamped off and ended therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time. This is report 1 of 3 for this patient.